Event description:
During the transfemoral tavr procedure, the sapien xt valve was ejected from the native valve and was unable to cross the native aortic valve again. Once the sheath was inserted with no issue, a 25mm x 40mm balloon aortic valvuloplasty (bav) catheter was introduced and the bav was performed. The bav catheter was then removed and a 29mm valve was introduced using the novaflex+ delivery system. The valve was positioned 50/50 within the native valve and deployed using the deployment sequence. During deployment, the valve was ejected from the native valve and was unable to cross back through the native aortic valve. After multiple attempts to bring the valve around the aortic arch and down the descending arch, the team decided to deploy the valve in the aortic arch. At this time, the team decided to abort the case for fear that a second valve would also embolize due to mechanical mitral valve. The sheaths were then removed and the patient was transferred via stretcher in stable condition to the ICU. It was thought by the team at the time that the valve embolized due to mechanical mitral valve. Native annular/leaflet calcification was moderate. Mac was mild and ef 66%.

Manufacturer narrative:
Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause of the embolization is unknown. It is possible that the bioprosthetic valve may have interacted with the patient¿s mechanical mitral valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.